Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the patient experienced a perforation, low blood pressure, pericardial effusion and tamponade. Pericardial drainage was performed. The leadless ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.